Manufacturer narrative:
According to the customer on (B)(6) 2025 the user "sustained a fractured femur necessitating surgery after the rear leg of her walker broke causing her to fall to the ground". The device was purchased from amazon on (B)(6) 2023. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2025 the user "sustained a fractured femur necessitating surgery after the rear leg of her walker broke causing her to fall to the ground".